Event description:
It was reported that blood leaked from the bd venflon¿ IV cannulas top-port cap during use. The following information was provided by the initial reporter: "cannula inserted first pass, needle withdrawn, white end cap secured. Whilst securing with dressing blood noted around port hub. On inspecting cannula top-port cap removed and blood freely flowing, so cap replaced and cannula removed. Cannula was not accessed with a syringe, device was not flushed or anything additional attached." "The patient required an additional procedure to ensure safe venous access. There was no serious physical injury to the patient as the issue was identified during the induction process and vigilance of the device was maintained throughout the surgery. The patient and parent were awake/present during this situation, as a result it caused additional stress and anxiety for the patient/parent."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-02-15 h6: investigation summary the sample was received by bd for evaluation. A quality engineer was able to review the returned sample of (1) venflon EU from lot # 9235103 product # 391451 with the reported issue that ¿cannula inserted first pass, needle withdrawn, white end cap secured. Whilst securing with dressing blood noted around port hub. On inspecting cannula top-port cap removed and blood freely flowing, so cap replaced, and cannula removed. Cannula was not accessed with a syringe; device was not flushed or anything additional attached¿. The DHR was reviewed and qn was not raised on this lot during manufacturing and production of the lot number 9235103 until lot release. Sample received and available for investigation. Since the sample was contaminated with blood it was processed to decontamination and clearing of blood, so that it can be used for further investigation of the sample for the reported complaint of leakage from the upper port of the venflon. 1 open blood contaminated, sample received from the customer. 1. The silicon valve lying below the ¿upper port¿ of the catheter was removed and investigated under the smart scope to check for any leakage/breakage in the silicon valve. 2. The retention samples of 9235103 were also investigated for silicon valve and other visual inspections and were found to be within the specification limits of bd. 3. There catheter vs cannula was checked for any positive or negative trim variation between the cannula and catheter. The investigation received the following observations 1. The silicon valve that was removed from the catheter had a cut on the middle part of the valve. 2. The catheter vs cannula did not show any variation of negative or positive kind 3. The silicon valve from the 5 retention samples that were tested for investigation did not have any silicon valve defects including short valve, valve shifting or cut on them the root cause of leakage from upper port has been caused due to the cut on the silicon valve, the defect is confirmed. Silicon valve cut is a rare and one of case that could have accidently cut at station number 5 where the silicon tube is cut by a knife and has a robust control by a timer. As a corrective and preventive action we have added some check points and inspections on station number 5 to ensure this accidental preventions. Based on the samples and/or photo(s) received the investigation concluded that bd was able to duplicate or confirm the indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see h10

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that blood leaked from the bd venflon¿ IV cannulas top-port cap during use. The following information was provided by the initial reporter: "cannula inserted first pass, needle withdrawn, white end cap secured. Whilst securing with dressing blood noted around port hub. On inspecting cannula top-port cap removed and blood freely flowing, so cap replaced and cannula removed. Cannula was not accessed with a syringe, device was not flushed or anything additional attached." "The patient required an additional procedure to ensure safe venous access. There was no serious physical injury to the patient as the issue was identified during the induction process and vigilance of the device was maintained throughout the surgery. The patient and parent were awake/present during this situation, as a result it caused additional stress and anxiety for the patient/parent."

Manufacturer narrative:
H.6. Investigation: since no samples (including photos) were returned for the reported issue of ¿cannula inserted first pass, needle withdrawn, white end cap secured. Whilst securing with dressing blood noted around port hub. On inspecting cannula top-port cap removed and blood freely flowing, so cap replaced and cannula removed. Cannula was not accessed with a syringe, device was not flushed or anything additional attached¿, with reported lot # 9235103 regarding item # 391451, the complaint could not be confirmed, and the root cause is undetermined. The DHR was reviewed and qn was not raised on this lot during manufacturing and production of the lot number 9235103 until lot release. We have simulated the defect on the retention samples of lot number 9235103 as described by the customer to determine the defect and understand the complaint for further investigation. The reported defect is not confirmed due to lack of sample. H3 other text : see h.10.

Event description:
It was reported that blood leaked from the bd venflon¿ IV cannulas top-port cap during use. The following information was provided by the initial reporter: "cannula inserted first pass, needle withdrawn, white end cap secured. Whilst securing with dressing blood noted around port hub. On inspecting cannula top-port cap removed and blood freely flowing, so cap replaced and cannula removed. Cannula was not accessed with a syringe, device was not flushed or anything additional attached." "The patient required an additional procedure to ensure safe venous access. There was no serious physical injury to the patient as the issue was identified during the induction process and vigilance of the device was maintained throughout the surgery. The patient and parent were awake/present during this situation, as a result it caused additional stress and anxiety for the patient/parent."